Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, and pcba 2. The force sensor was corroded. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history files on 03/31/2023 at 13:17:49.000 and on 03/31/2023 at 13:27:00.000 due to corroded force sensor. There was no critical pump error 24 noted in the pump history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, and pillowing keypad overlay. Please see below for the pump errors/alarms noted 1 week prior to the event date 31-mar-2023 in the pump history file. 03/27/2023 05:21:10.000 alarmalertnotification (40). Faultnumber: sensorerroralert (801). 03/27/2023 05:56:11.000 alarmalertnotification (40). Faultnumber: sensorerroralert (801). 03/27/2023 06:31:11.000 alarmalertnotification (40). Faultnumber: sensorerroralert (801). 03/27/2023 07:06:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 03/27/2023 07:26:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). 03/31/2023 13:17:49.000 alarmalertnotification (40). Faultnumber: brokenforcesensorerror (35). 03/31/2023 13:27:00.000 alarmalertnotification (40). Faultnumber: brokenforcesensorerror (35). 03/31/2023 14:27:23.000 batteryremoved (55). Unable to test for sensor error alert and lost sensor alert due to critical pump error (open book image) alarm. Pump error 35 alarm confirmed due to corroded force sensor. Sensor error alert unknown. Lost sensor alert unknown. Pump error 35 confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Critical pump error 24 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 24 - this alarm is generated when a power failure is detected. Troubleshooting was performed. Customer was unable to clear the alarm and the error table indicated that the pump should be replaced. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.